Event description:
It was reported that the user forgot to announce their breakfast meal on the ilet and asked whether to announce later. The agent advised not to announce more than 30 minutes after the meal and that the correction algorithm would address the missed announcement. Symptoms included hyperglycemia peaking at 202 mg/dl. Outcomes included no alerts or alarms, no hospitalization, and completion of troubleshooting and user education. Investigation included a review of device use and user training regarding meal announcement timing and reliance on the automated correction algorithm. Investigation of this case revealed no device malfunction or component failure and indicated user error related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error and appropriate device operation.